Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for chronic low back pain and spinal pain. It was reported that the ins was working very slowly, so they had to turn the stimulation up. The patient reported that they want to turn the setting down because the ins battery is ¿running down¿. The patient reported that they lost the patient programmer and could not request for new one at the time because it on a weekend. The patient was reviewed how to sync the patient programmer with the ins to make adjustment without using the antenna but got poor communication each time. It was confirmed with the ins recharger that the ins battery was at 50%. The patient reported that suddenly ¿the ins was not working with the force it was previously working¿. It was reported that the setting was at ¿4" or ¿10¿, but now had it at ¿4 30". No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they called the manufacturer representative and they had the issue (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they got the replacement patient programmer antenna, but they have lost the programmer. A replacement patient programmer was requested.